Event description:
A customer reported via phone call indicating physical damage in the form of corrosion in the battery compartment of their insulin pump as well as a broken battery cap. The patient's blood glucose level was mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: unit was received without original battery cap. Unable to verify damage to battery cap. Unit had blank display due to corroded battery tube. Unit had minor scratched display window, scratched case, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.